Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI). During pre programming for the MRI, it was observed that the right ventricular (rv) lead was exhibiting noise resulting in oversensing. The device was reprogrammed. The patient was stable throughout.